Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary drawer 3 fell out of the device and landed on user's foot. The field service engineer (fse) replaced the half height drawer due to broken slide rails on both the 3.1 and 3.2 half height drawers. Drawer 3.2 had become jammed and was forcibly pulled out by a nurse while retrieving medications for patients. As the customer pulled the drawer forcefully, it came off the track, detached from the unit, and fell onto the nurse's foot. The nurse could not be identified when the fse arrived to repair the unit. After replacing the drawer and performing functional testing, all results were satisfactory. A full unit test was also completed to confirm that no other drawers had issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3 was fell out of the device and landed on user foot. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care.